Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) had a missing rear response button. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the rear response button was missing. The cause for the non-functional response button is missing response button switch. The root cause for the missing switch cannot be positively identified. But was likely physical abuse. No adverse event resulted from the missing response button. The last pt to use this monitor did not report any deficiencies.